Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient's healthcare provider (hcp) had been increasing the patient's stimulation in an effort to get the patient off of medication. The caller reported that when the hcp increased the patient's stim "it started shocking them." The caller reported that this started about 6 months to a year ago, and still occasionally shocks the patient but not bad. The caller reported that the patient has a patient programmer which the patient uses to turn stimulation off at night to save battery, but the patient could not adjust stim. The caller reported that the patient has an appointment scheduled with their hcp on (B)(6) 2018. No further patient complications have been reported as a result of this event.